Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval confirmed the reported symptom. Eval found the ultrasonic sensor readings to be out of specification, caused by a failed upstream sensor. The device was determined to not be operating within specification in relation to the reported symptom. The upstream sensor was replaced and the device returned to the customer.

Event description:
It was reported that a pump alarmed "upstream occlusion!" In the ER department after 120 ml had infused (medication, programmed infusion parameters and rate of infusion unk). The customer stated that the pump failed preventative maintenance upstream occlusion testing. It was also reported that there was no pt injury.